Manufacturer narrative:
Device evaluation results: one cadd legacy pump was returned for investigation in used condition because the pump produced a no disposable alarm. Visual inspection revealed a cracked front and rear housing and a scratched lcd screen. The reported product problem (a no disposable alarm) was not evidenced in the event history log. During testing, the pump was started in application mode. The customer reported double beeping alarm was reproduced. This problem occurred because of an issue with the downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty down sensor was replaced. The pump subsequently passed all the functional tests.

Event description:
Information received indicating that a smiths medical cadd legacy plus pump gave no disposable alarm. No adverse effects reported.

Manufacturer narrative:
Additional information: a1, d10, h6, h10: information was received indicating that there was no patient involvement in this event.